Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is also a report of a use error, where an there was an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette leaked. The patient was connected at the time of the event. This occurred during fill two of five of peritoneal dialysis therapy. There was an open clamp on an unused supply line but the leak was not coming from there. The patient ended therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.